Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was loose and dislodged from the pump. The customer successfully reinserted the cartridge onto the pump to address the issue. Blood glucose level was 115 mg/dl.